Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a routine follow up visit, the cardiac resynchronization therapy defibrillator (crt-d) battery voltage showed the device was at end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.